Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned and insufficient information was provided. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 70 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The patient received support from the cp for coronary angioplasty procedure. On day 2 of support, while in the intensive care unit, the patient experienced hemolysis and his urine output was red color. The p level was decreased from p9 to p6, and the urine output cleared in color. Echocardiogram confirmed correct position of the device. On day 3 of support, the device was explanted. Hemolysis is a known risk associated with impella cp as described in the instructions for use.